Manufacturer narrative:
Associated regulatory report #'s: 2029214-2022-00252 and 2029214-2022-00253. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that three pipeline devices failed to open. The patient had very tortuous anatomy. The first attempt with the pipeline was a pipeline vantage 500 x 20. When the device was positioned, it was noticed the device was not properly opened in the distal part and a little bit in the proximal part. Even if it was well open at the neck level, it was decided to replace the device. The distal part of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps required to open the pipeline. The pipeline was removed from the patient with the microcatheter. The second pipeline was a pipelineflex shield 475x25. When the device was positioned it was noticed the distal and proximal part failed to open so this product was removed as well. The distal part of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open and the pipeline was resheathed less than or equal to 2 times. There were no steps required to open the pipeline. The pipeline was removed with the microcatheter. The third pipeline was a pipeline flex shield 475 x 20. When this device was deployed, it was noticed the device did not open properly along the entire length of the pipeline so it was removed, along with the headway 27 microcatheter to use another device. The distal part of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. No additional steps were required to open the pipeline. The pipeline was removed from the patient with a microcatheter. All pipeline devices were used on label and prepared according to the IFU. There were no patient symptoms or complications associated with the event. It was unknown if a dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed the new device had been implanted properly.there was good wall apposoition for a giant aneurysm and almost 10 coils had to be used to embolize. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 16mm and a 8mm neck diameter. It was noted the patient's vessel tortuosity was severe. Ancillary devices include: a super arrow flex sheat 6f sheath, a navien072 guide catheter, a headway27 microvention microcatheter, a echelon10 microcatheter, and stryker coils.